Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. During labor the patient was having painful uterine contractions in which the physician ordered IV fentanyl. One dose of IV fentanyl was injected without issue. The pain continued and an epidural was considered for ¿better pain management.¿ the patient was noted to have decelerations at this time too. An IV bolus of lactated ringers was initiated. After an unspecified amount of time the clinician noted the IV tubing was filling up with blood from the patient and the lactated ringers was ¿squirting out of the ports.¿ the IV infusion was still running, and no pump alarm was triggered for downstream occlusion. No further information was provided.